Event description:
A hosp physician reported image loss whenever the foot pedal on a valley lab electro surgical unit (esu) was depressed during a procedure. In an attempt to restore the image, a guide wire, sphincterotome and esu were replaced but the image was not restored until the tjf-160f dudenoscope was switched with an older model olympus scope. As the replacement scope was being withdrawn at the end of the procedure, the physician observed an abrasion on the pt's duodenal wall. He recommended that the pt remain in the hosp for an extra day but there were no post procedural complications associated with the occurrence.